Event description:
It was reported that the insulin pump alarmed motor error, during normal device use, as well as several other recurring error alarms. The customer did not know the blood glucose reading. She stated that the insulin pump was not allowing her to do anything. No significant events leading to the alarm were observed. She advised that the insulin pump may have possible been exposed to a magnetic field because she works at a magnetic resonance imaging office. Advised discontinuation and replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed motion sensor test failure during rewind due to out of phase motor encoder signal. Motor error alarm was not verified and displacement test was not performed due to the alarms. The device had cracked reservoir tube lip, minor scratches on display window, and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).